Manufacturer narrative:
It was reported that the arterial pressure was not reading correctly. The customer swapped the hls cable and the pressure readings returned to normal values. It was later additional reported that the hls cable has corrosion on the connector pins. The failure occurred during priming. The device caused the complaint and was not able to work as per factory¿s specifications. No service visit has been performed. The customer only requested a new connection cable for disposables. Another disposable connection cable with the same failure was investigated by getinge life cycle engineering on 2021-03-31. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. According to the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2023-05-09 for the period of 2020-10-30 to 2023-03-28. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-10-30. Based on the results the reported failure "arterial pressure not reading correctly" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the arterial pressure (part) was not reading correctly. The failure occurred during priming. The customer replaced the hls connection cable and part began reading correctly. No harm to any person has been reported. Complaint ID: (B)(4).